Event description:
The patient experienced increased spasticity or poor relief for approximately 1 year; prior to that he was reported to have had very good relief. A pump study was done; date unknown. It was not known what the results were except that the patient was sent for revision surgery. It was thought that the hcp was unable to drawback csf. The pump was found in the pocket with the catheter completely out of the spinal canal and partially wrapped around the pump. The devices were replaced. It was reported that the patient lived in "a home" so they are not aware of any falls or motor vehicle accidents. They also felt that the patient was not capable of "twiddler's syndrome" or any manipulation of the pump. Following the replacement surgery the patient's lioresal dose was decreased from 480mcg/day to 150mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709 lot # l75109 implanted on: (B)(6) 2000 explanted on: (B)(6) 2012. (B)(4).